Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted (B)(6) 2012; dtba1d1 ICD, (B)(6) 2016; 5867as adaptor, implanted (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged after the patient experienced a fall. The programmed outputs had to be elevated to maintain capture. The lead was later turned off; explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.